Event description:
A family member of the customer reported multiple no deliveries from the customer's insulin pump. The helpline offered troubleshooting but the family member declined. The family member was advised to be wary of scar tissue regarding insertions. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).